Manufacturer narrative:
Stryker evaluated the device and the reported issue was not able to be verified and was not able to be duplicated. Root cause was unable to be determined. Stryker provided a repair quote to the customer for the device but has not received a response. Device remains with stryker.

Event description:
A user contacted germany bfarm to inform them that their lucas 2 device had an error and stopped compressions. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. It was reported the patient did not survive.

Event description:
A user contacted germany bfarm to inform them that their lucas 2 device had an error and stopped compressions. In this state the device would not be able to perform automated chest compressions, if needed. If a device malfunctions, the device operating instructions indicate that the user is to remove the device and immediately start manual chest compressions. It was reported the patient did not survive.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The customer reported to stryker the device may have caused or contributed to the patient outcome. Stryker performed a clinical review and also determined the device may have contributed to the patient outcome. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.